Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the customer experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer stated that insulin pump battery compartment was damaged. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. Troubleshooting was declined for the high blood glucose. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads.